Event description:
Pt reported results from device to dr who adjusted medication. Pt felt weak and went for a check-up. Lab testing showed blood glucose results to be 684. Pt hospitalized and given IV insulin therapy. Controls tested within range. Pt alleged underdosing of strip and problem with insertion of strip into device.